Event description:
It was reported that the patient had discomfort at the implant site of the insertable cardiac monitor (icm) and the device needed to be repositioned. The icm was successfully repositioned and remains in service. No additional adverse patient effects were reported.